Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement at the time of the event. No patient or user harm reported. The touchscreen would not calibrate. The remote support engineer (rse) advised the customer to replace the touchscreen. The part identification for the touchscreen was provided. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer ordered a replacement touchscreen; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. In the event that parts are returned or if new information is provided, the complaint will be reopened, and a supplemental report will be submitted.